Event description:
Health professional reported the explant of a lap-band system at pt's request. Pt first reported feeling "hunger and weight gain", and an upper gastrointestinal series was performed, diagnosing band slippage and esophageal dilatation. Revision surgery was performed to repair the band slippage. Pt later reported feeling "no restriction, reflux, and port site pain," and physician noted the amount of "fluid substantially decreased from the last adjustment fill." Esophagogastroduodenoscopy was performed that diagnosed a "hiatal hernia, but no erosion". During explant surgery, physician noted a "crack in the tubing at the taper junction", and the lap-band system was explanted without replacement.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number or model number. Band slippage, esophageal dilation, reflux, pain, hernia and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of band slippage and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated". Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate". Device labeling addresses the reported event of obstruction as follows: "esophageal distension or dilatation has been infrequently reported. This is most likely a consequence of correct band placement, over-restriction or stoma obstruction. It can also be due to excessive vomiting, pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to reposition or remove the band if deflation does not resolve the dilatation." Device labeling addresses the reported event of pain and hernia as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and would infection".